Event description:
Covidien received a report alleging that the device did not provide an audio tone.

Manufacturer narrative:
Device is not returned for evaluation. A review of service history record was performed and found no relevant failure to the report.